Manufacturer narrative:
On 3/22/2024 flowrate issue was observed during preventive maintenance activities performed at zyno medical, llc. Cause traced to maintenance as there are no preventive maintenance activities done in the year 2023. All the issues resolved/repaired as this is observed during preventive maintenance. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On 3/22/2024 during servicing activities of zyno medical, llc which includes preventive maintenance there is a flowrate offset% issue where flowrate offset% at pre-rework is 9% and at post-rework it is 2%.no patient involved as this is observed during preventive maintenance.